Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device received very dirty, microswitch lever is missing, quick connect is corroded, line cord faded, front cover has dents on global display, enclosure and front cover have gouges out of the paint, water tank cover has multiple cracks, out dated printed circuit board (pcb) and outdated power switch. Root cause was attributed the missing microswitch lever. The missing lever was determined to be caused by the customer "forcing on the temp. Check". The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the micro switch was missing. Patient involvement is unknown.